Event description:
Customer reported finding the defibrillator would not power up during routine daily testing. No reported pt involvement. Service rep duplicated reported condition. Device repaired and proper operation confirmed.